Event description:
In clinical use of pulseoximeters, indicated saturation values overestimate true saturation values during hypoxemia. Appears to occur for multiple devices at different hosps. May be related to processing algorythm.